Event description:
A pt called alleging one touch ultra meter was powering off during use. Pt had symptoms of "shaking, felt sick to the stomach, blurred eyesight" and pt's arm and finger turned all black and blue". Pt rested blood glucose and managed to get a result of 191 mg/dl compared to the doctor's 125 mg/dl. As result, doctor gave new medication of 2000 units of glucophage. Further attemtps to contact pt have failed.